Manufacturer narrative:
The detailed traces did not cover the timeframe of the incident. As per diagnostic traces and pump history, pump error 53 was triggered during reservoir setup due to sw issue ( unknown fsm event caused by race condition). Problem isolated to the electronic assembly as per global logic analysis (esf5004495). Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thus. Pump error 43 alarms were found in the history files on 09-feb-2024 from 11:32:00.00 to 09-feb-2024 at 13:33:55.00 due to blank. Pump error 41 alarms were found in the history files on 09-feb-2024 from 11:32:01.00 to 13:33:56.00 due to blank. Pump error 53 alarms (file number 188 line number 1604) was found in the history files on 11:34:38.00 and 11:41:19.00 due to a reservoir software setup error. Problem isolated to the electronic assembly as per global logic analysis (esf5004495). The pump was cut open to perform visual inspection and found dried insulin on the motor slide and moisture damage on pcba 1, pcba 2 and motor. The motor was removed from the pump to be tested on the ngp board test. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case - corner of belt clip rails, pillowing keypad overlay, label damage (stained, peeling). Pump error 43 and pump error 41 confirmed due to dried insulin in the motor slide and moisture damage on the pcba 1 and the motor. Pump error 53 was confirmed due to software error anomaly. Exposed to moisture confirmed on the pcba 1, pcba 2 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received software error detected alarm (pump error 53) and 'motor error detected by reading unexpected value from hall sensor' alarm (pump error 43). Troubleshooting was performed and customer was able to clear the alarm and complete rewind. No harm requiring medical intervention was reported. Advised customer to replace insulin pump. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thus. Pump error 43 alarms were found in the history files on 09-feb-2024 from 11:32:00.00 to 09-feb-2024 at 13:33:55.00 due to blank. Pump error 41 alarms were found in the history files on 09-feb-2024 from 11:32:01.00 to 13:33:56.00 due to blank. Pump error 53 alarms (file number 188 line number 1604) was found in the history files on 11:34:38.00 and 11:41:19.00 due to a reservoir software setup error. Problem isolated to the electronic assembly as per global logic analysis (esf(B)(4)). The pump was cut open to perform visual inspection and found dried insulin on the motor slide and moisture damage on pcba 1, pcba 2 and motor. The motor was removed from the pump to be tested on the ngp board test. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case - corner of belt clip rails, pillowing keypad overlay, label damage (stained, peeling). Pump error 43 and pump error 41 confirmed due to dried insulin in the motor slide and moisture damage on the pcba 1 and the motor. Pump error 53 was confirmed due to software error anomaly. Exposed to moisture confirmed on the pcba 1, pcba 2 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.